Event description:
Patient's hcp reported that the patient's meter continued to give an error 2 message. During troubleshooting, it was discovered that the patient was using incorrect test strips. But, the meter also displayed error 2 when the m button was pressed. This issue was not resolved with troubleshooting. Medical affairs specialist called and spoke with the patient in 04, who provided additional information. Patient mentioned that they had gone to their doctor's office since they could not get a result on their meter. At the doctor's office, they were tested on the doctor's meter with a result of 3.12 mg/dl. Patient did not have any symptoms. This does not reflect a serious injury. Patient was given an insulin shot, but that was what they were "supposed to take to home". This case is reported as a meter malfunction since the error 2 issue was not resolved.